Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected sections: b5, b6, b7, d10, h6 (clinical code, impact codes). A getinge field service engineer (fse) received a support call for the reported malfunction. The fse confirmed over the phone with biomed that the pump console was not fully seated in its cart. Fse instructed biomed to reseat the console in the cart and confirmed both battery bays were charging after the console was reseated. Issue resolved by phone and unit cleared for patient use. H3 other text : issue resolved over a call with biomed.

Event description:
It was reported by the biomed that during a routine check of the device, the cardiosave intra-aortic balloon pump (iabp) units batteries were not charging. There was no patient involved.